Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a wallflex enteral colonic 30/25x 12 230cm stent was implanted during a colonic stent placement procedure in the recto-sigmoid area performed on (B)(6), 2015. According to the complainant, the stent was placed to treat a malignant 8cm lesion located in the recto-sigmoid region. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. There was no visible damage to the stent prior to the procedure. During the procedure, after the stent was deployed, the physician noted that the stent moved up and out of the desired location. The physician tried to pull the stent back into the desired position with the use of grasping forceps; however, the stent would not move and the physician noted that two welds on the loop of the stent broke free. The physician did not remove the stent and left it implanted. Another wallflex enteral colonic 30/25x 6 230cm stent was implanted within the stent completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 50. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed